Event description:
Determined to be reportable based on analysis received 2/16/2006. Prior to a pci procedure, the wire was found kinked following removal from the package. The procedure was completed with another wire. No pt injuries or complications were reported.